Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd (person with diabetes) reported that he tried to insert a cleo 90 infusion set but it did not stick. They reviewed sticks method. The pwd was holding it for 15 seconds, but they recommended a full 20 seconds, otherwise technique follows sticks method. The pwd already discarded the set. No difference about the cannula. The infusion set was loose and leaking. There were visible kinks, twist or damage to tubing. No adhesive secure or peeling at infusion set. The infusion set was last replaced about 24 hours before. No patient harm or no patient injury. The event occurred while in use with patient.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.